Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. One 6 fr angio-seal vip was returned for product evaluation. The returned device included a mated hemostasis sheath and carrier tube assembly. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and in the rear lock position. The anchor was released at the distal tip of the sheath. No other deformation or damage was observed on the returned device. The device was subjected to functional testing by manually pulling the anchor. All the contents were able to deploy except the tamper tube. The carrier tube was subsequently cut open to verify the presence of the tamper tube. The tamper tube was confirmed to have been present within the device and was inspected for potential issues. No issues were found with the component, although the tamper tube was found to have been coated in dried blood. The ID of the carrier tube assembly and the od of the tamper tube were measured. The outer diameter of the tamper tube was measured to be 0.0603'' which was within the specification of 0.060+/-0.002". The carrier tube ID was found to be 0.064" which is within the specification of 0.068" +/- 0.005". Measurement was within the specifications defined in the engineering drawings active at the time of manufacturing. The complaint was able to be confirmed for partial deployment pullout. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been improper positioning of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
A4: weight: approximately170cm. E3: occupation: consumables & materials controller. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code and lot number combination was conducted with no findings.

Event description:
The user facility reported that when attempting to use the angio-seal device at the end of a case, it was not successful. Digital subtraction angiography (dsa) was performed and confirmed safe location of the common femoral artery (cfa) puncture for angio-seal use. It was mildly calcified. The angio-seal sheath and dilator went into vessel easily. There was flash back on the side hole. Then they advanced the sheath until just when the flashback disappears. Dilator was then removed, and the angio-seal was then attached to the sheath as per instructions. On retraction of the device, the entire device came out including the footplate which was still straight. It did not come out of the sheath fully, so it did not anchor on the vessel wall. No harm was done. Hemostasis was achieved by manual compression. There was no harm to the patient. Additional information was received on (B)(6) 2023: the procedure was an antegrade right common femoral artery puncture. Superficial femoral artery (sfa) angioplasty and stent. The french size of the sheath inserted earlier in the artery was a 6fr cords brite tip sheath (11cm). The insertion site was above the bifurcation and below the inguinal ligament, confirmed with angiogram. The blood loss was less than 250cc. As the device came out completely, manual compression was applied immediately. No significant blood loss. Confirmed with ultrasound. The patient was stable, no change in blood pressure (bp) or heart rate. The patient made unremarkable recovery and was sent home on the same day. There were no additional devices used with the angio-seal device.